Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expired 8/15/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer states the time/date in the meter memory has not been set to properly reflect the correct time/date.